Event description:
It was reported that the right ventricular (rv) lead had increased threshold. There was intermittent capture in bipolar and unipolar. Undersensing was noted. Under fluoroscopy, the lead appeared dislodged. The lead had fixing difficulty and would pull out of rv apex when placed there due to the patient's large right atrium and pre-existing tricuspid regurgitation. The lead was unable to be repositioned and was explanted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. Visual analysis noted the lead had apparent explant damage.